Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the clinic for a routine follow up. The pulse generator could not be interrogated with the rf antenna connected to the programmer. A second rf antenna was used and the result was the same. The patient had an rf merlin at home unit and the monitor had not been able to communicate with the device since (B)(6) 2014. A software download was successfully performed and the rf function on the device was restored. No patient symptoms were reported. The patient would continue to be monitored.